Event description:
The customer reported that when he got unit back from rental the mc pcb had become unplugged from cpu and now he has error codes relating to a 35v failure. No patient involvement was reported.